Manufacturer narrative:
No button error alarm noted. However arrow buttons did not respond due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.